Event description:
It was reported that the syringe 100ml cath tip plunger was loose and drew up air instead of liquid. The following information was provided by the initial reporter, translated from dutch to english: "customer states that when sucking up the liquid, the rubber plunger is smaller than it should be. Resulting in it sitting crooked/crossed in the bottle and therefore drawing air."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/16/2021. H.6. Investigation: five samples were provided to our quality team for investigation. The product was visually inspected, no damage or molding defects were observed on any of the samples that could have contributed to the reported issue. A device history review was performed for reported lot 2004276, no deviations or non-conformances related to this issue were identified during the manufacturing process. The silicone employed in this product is a medial grade and is used during the syringe assembly process to lubricate the cylinders in the silicone station in order to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot. Results for the reported lot were reviewed and no issues were identified. Testing was also performed on the returned samples and all product was confirmed to be within required specifications. Based on our investigation and sample evaluation, we are not able to determine a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 100ml cath tip plunger was loose and drew up air instead of liquid. The following information was provided by the initial reporter, translated from dutch to english: "customer states that when sucking up the liquid, the rubber plunger is smaller than it should be. Resulting in it sitting crooked/crossed in the bottle and therefore drawing air."